Manufacturer narrative:
(B)(4) - (embolus), (cardiac perforation), (heart failure), (extravasation). (B)(4) - (migration of device or device component). A review of radiographic images showed "well positioned kyphoplasty at l3-l4 for compression fracture. Cement emboli are noted within heart which created right ventricle wall breech and cardiac tamponade. Fortunately patient was expertly treated, emboli removed and cardiac damage repaired. Final migration to heart two years post-op. Linear shape of emboli may have contributed to late migration through moving lung and heart issue."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in the case report titled pericardial perforation 2.5 years after kyphoplasty. A rare complication after cement extravasation by a. Prokop et al., that a bkp patient was treated by kyphoplasty for an osteoporotic compression fracture of l4 and l5. According to the report, an outgoing vein towards the proximal side of the treated vertebra filled with cement. The patient was "free of complaints" postoperatively. 2.5 years post-op, the patient developed decompensated heart failure due to pericardium perforation by pmma embolus. Thoracotomy was performed with the removal of two sharp, 4 cm long cement pieces that had perforated the right ventricle, followed by complete recovery of the patient. According to the article, the patient had no further problems six months later. No other patient complications were reported.